Event description:
It was reported that at follow up, the right ventricular (rv) lead impedance was greater than 300 ohms and the pacing threshold has high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.